Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the pacemaker could not be interrogated. The pacemaker was explanted and replaced. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.